Manufacturer narrative:
Damage to drive connector or coupling - conclusion - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the cpc connector broke during the insertion of the disposable hand piece. There were no adverse patient consequences reported.